Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had several insulin flow blocked alarms and the customer experienced high blood glucose level. The customer's blood glucose level was 449 mg/dl at the time of the incident. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. The device was received with scratched case.